Event description:
The customer reported two damaged scopes where each had the sheath at the tips "blown off". The customer reported that they have been using the sterrad nx for two years. There were no reports of physical complaints. The asp customer care provided the customer a customer letter regarding the processing of the olympus scopes in the sterrad nx.

Manufacturer narrative:
Conclusion - this issue has been addressed with a customer letter related to correction & removal. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. Olympus released a technical information bulletin in 2007 recommending against the use of the sterrad nx sterilizer for sterilization of olympus flexible surgical endoscopes. In october 2007, CAPA was initiated and customer letters, (specifically to address olympus flexible surgical endoscopes) were sent to all sterrad systems users to directly contact the device manufacturer regarding material compatibility and functional performance questions of the device with the sterrad systems.